Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: customer contact reports no patient information is available. G2 report source other: customer medwatch report# mw5164488. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch report# mw5164488: "ge carestation 650 anesthesia machine adjustable pressure-limiting (apl) valve failed in the closer position causing continuously increasing positive pressure to be applied to the patient even though the apl valve was set in the open position. This required us to remove the breathing bag from the circuit to keep excessive pressure and possible barotrauma. When switch set to ventilator, the machine functioned as designed".